Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported about five hours after implant that the patient's right ventricular (rv) lead had dislodged as evidenced by no capture and no sensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.